Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. It is unknown if the indicator triggered earlier than intended. Surgical intervention may take place later to address the issue.

Manufacturer narrative:
Based on additional information obtained no longer reportable.